Manufacturer narrative:
(B)(4). The customer reported the battery is not working and needed replacement during use on a pt. There was no reported adverse pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is not working and needed replacement during use on a pt. There was no reported adverse pt impact.